Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Eventually I managed to pull it out - tampon [foreign body in reproductive tract]. Could not find string...eventually I managed to pull it out without it [complication of device removal]. Tampon had been put in the applicator the wrong way [device deployment issue]. Could not find the string - tampon [device breakage]. Consumer reported via email that she could not find the tampon string during initial removal. She was able to retrieve it manually and no serious injury was reported.